Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that 13.2mm, vticm5_13.2, -11.50/1.0/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in liquid; in a lens vial. Visual inspection found the haptic has a tear. (B)(4).